Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had to have a surgery on the cardiac resynchronization therapy defibrillator (crt-d) because their right side wasn't getting enough blood. The device is still in use. No further patient complications have been reported as a result of this event.